Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after inserting the foley balloon catheter, urine flow was confirmed. When attempting to inflate the balloon with 1-2cc of sterile water, resistance was encountered, and removal was attempted, but the balloon could not be withdrawn. Further attempts to remove it after injecting the sterile water externally were also unsuccessful.